Event description:
User suspects a possible interference with everolimus, an antibiotic, in the albumin assay after receiving discrepant patient results for two samples from one patient. Sample 1, initial result 23.8 g per l. Sample 1, repeated twice gave 32.72 (using electrophoresis) and 38.6 g per l (using siemens advia analyzer). Two days later, a second sample from this patient was tested. Sample 2, initial result 23.9 g per l. Sample 2, repeated three times gave 23.5 (1:2 dilution), 38.03 (1:2 dilution) and 25.25 g per l. No information was provided to determine if any adverse events occurred.

Manufacturer narrative:
The patient sample was returned for investigation. The sample was tested using multiple methods and comparable values were received with both electrophoresis and siemens advia method. No interference was found.